Manufacturer narrative:
The following fields were updated per additional information received: a2, a4, b1, b5, b6, b7, and h6. Investigation: the following allegations have been investigated: organ perforation, embedment, tilt, shortness of breath, back pain, headaches, lightheaded, difficulty walking. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding organ perforation and embedment does not change the previous investigation results for vena cava perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported shortness of breath, back pain, headaches, lightheaded, difficulty walking are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2005 via the right common femoral vein due to diminished pedal pulses in lle and pelvic fx with expected prolonged immobilization. The patient alleges tilt, vena cava perforation, organ perforation, and hook is embedded in the ivc wall. The patient further alleges shortness of breath, back pain, headaches, lightheaded, and difficulty walking. On (B)(6) 2018, per a report from computed tomography; ¿the hook of the cook gunther tulip retrievable ivc filter is at the l1-2 interspace. The ivc filter is severely tilted anteriorly and medially and the hook is embedded in the ivc wall. All the struts of the ivc filter perforate the ivc up to 11mm. One (1) anterior strut perforates the ivc wall 10mm and contacts the bowel. One (1) medial strut perforates the ivc wall 9mm and contacts the aorta. One (1) posterior strut perforates the ivc wall 8mm and resides within the soft tissues. One (1) lateral strut perforates the ivc wall 11mm and contacts the right psoas muscle. Thrombus within the ivc or filter cannot be evaluated on this non contrast study. No fracture fragments are identified. Impression: infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal as described above. The above mentioned ivc filter is considered temporary and removable. However, secondary to the position as described, it does not appear amenable to percutaneous endovascular removal.¿

Manufacturer narrative:
Reporter occupation: non-healthcare professional investigation: the reported allegations have been further investigated based on the information provided to date. The following allegation has been investigated: vena cava perforation. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Catalog and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a gunther tulip on (B)(6) 2005. A review of the patient's computed tomography (CT) scan was performed approximately 15 years and 10 months later, and it revealed that the inferior vena cava (ivc) filter was perforating through the ivc with multiple struts extending through the vein. Hospital and medical records have been requested, but not yet provided.